Manufacturer narrative:
Analysis summary: given that neither the programmer files nor other relevant information (such as x-rays or printouts) was provided, and that the subject lead remains implanted within the patient's body and is not available for investigation, no conclusive statement regarding the root cause can be drawn. Given that ventricular oversensing and low impedance were recorded, it can be suspected that either an external insulation damage or an internal short circuit between the two electrical wires occurred. This case will be retained and utilized for trending purposes.

Event description:
On (B)(6) 2024, the safety team received case information from another company (japan life line) regarding screwvine 58sep (sn : (B)(6)). On (B)(6) 2024, the lead was capped abandoned due to lead disconnection. A new ventricular lead was implanted, the pacemaker was replaced at the same time, and the reintervention was successfully completed. The ventricular lead recorded intermittently low resistance values and noise oversensing.